Manufacturer narrative:
The adhesive patches (clear and/or white) may cause skin irritation or allergic reaction, which is a known and anticipated potential adverse effect. Eversense user guide mentions about it under "risks and side effects". The patient mentioned having a history of sensitive skin. The patient was inserted with eversense sensor on (B)(6) 2025. The patient mentioned that the symptoms first appeared around on (B)(6) 2025. The white adhesive patches were not expired (expiry date is 30-aug-2027). The patient consulted the hcp who prescribed decoderm to treat the symptoms. Due to the symptoms, the patient decided to have the sensor removed. This incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where the patient complained of allergic reactions from using white adhesive patches. The patient had symptoms such as redness, warmth and itching. The most recent sensor was inserted on (B)(6) 2025. The symptoms appeared first around on (B)(6) 2025. The patient decided to have the sensor removed because of the symptoms.